Event description:
The patient reported that the down arrow button was sticking and requiring multiple presses to respond. The patient confirmed that they keypad was intact but the button reportedly felt like it shifted. The patient reportedly wore the pump in an undergarment and did not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the down and ok buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts. Unrelated to the complaint, the display screen was found to be faded. This issue is not likely to cause an adverse event because it is obvious and detectable to the patient and should alert the patient to discontinue use. Additionally, the owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.